Event description:
An end user alleges that he has experienced tooth loss over approximately 6-8 years due to dry mouth while using a heated humidifier and associated bilevel positive airway pressure (bipap) device. The end user did not advise his durable medical equipment (dme) supplier of any issues, and continued use of the devices. The end user is unable to determine how long he has been using his devices, or when tooth loss began. The manufacturer has requested the return of the devices for evaluation. To date, no product has been returned. A follow up report will be filed upon completion of the manufacturer's investigation.

Event description:
The manufacturer received the bipap and heated humidifier for evaluation. The end user's allegation of tooth loss due to inadequate humidification was unable to be confirmed. There were no malfunctions noted, and the devices functioned as designed. A review of the data logged by the bipap indicates that the end user used two different types of humidification (non-heated and heated) from october, 2012 to april, 2015. Although settings and levels of humidification were altered by the end user during this time period, the data indicates that both systems functioned properly. There were no errors logged by the bipap during use. The system one heated humidifier is an accessory for philips respironics therapy devices to provide moisture to the patient circuit. It is intended for use in spontaneously breathing patients weighing over (B)(6), in the home or hospital/institutional environment who use mask-applied positive pressure ventilation therapy. Labeling warns the user, "if you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord from the therapy device and discontinue use. Contact your home care provider." Based on the available information, the manufacturer concludes no further action is necessary.